Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that during registration, the blue dot was not appearing on the tip of the nose. The site moved it there, but the second and third points were not where they typically are after touching the nose. The site registered and passed, but when the site went to navigate the surgeon alleged that it was not as accurate as they needed it to be. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The exam was received and no registration data was present, but the blue dot was not appearing on the nose. The patient had a small nose and large head. Technical services (ts) recommend a pointmerge or touch n go registration if the site had fiducials in the future if they have similar shaped patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no inaccuracy. The doctor was able to re-register the patient and felt it was accurate enough to proceed with navigation.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.